Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard bl 22ga x 1.0in had needle retraction failure. The following information was provided by the initial reporter translated from portuguese: ¿peripheral venous catheter difficult to activate the safety device. ¿

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd insyte autoguard bl 22ga x 1.0in had needle retraction failure. The following information was provided by the initial reporter translated from portuguese: ¿peripheral venous catheter difficult to activate the safety device. ¿